Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that after the procedure pericardial effusion was found in sound, before hemostasis. Pericardiocentesis for management was performed. After that, patient was monitored, blood pressure was stable, and the patient left the hospital. The physician commented that there is no causal relationship with the product. Physician did not know where/when the tamponade occurred. Additional information received indicated this adverse event was discovered post use of biosense webster products, immediately after completion of the ablation procedure. The physician has no idea about the cause of the event. The patient outcome of the adverse event was reported as fully recovered (no residual effects). It was not reported extended hospitalization was required. There was no evidence of steam pop. There was no significant medical history. It was not reported that there were any error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).

Manufacturer narrative:
On 11-jan-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that after the procedure pericardial effusion was found in sound, before hemostasis. Pericardiocentesis for management was performed. After that, patient was monitored, blood pressure was stable, and the patient left the hospital. The physician commented that there is no causal relationship with the product. Physician did not know where/when the tamponade occurred. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).